Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was identified during the investigation. Log review confirmed the ilet was operating as intended, dosing aligned with cgm trends, and no malfunction alerts occurred just prior to or on the day of the event. The cause of the user's hypoglycemia is indeterminate.

Event description:
On (B)(6) 2025, a caregiver reported that the user experienced a blood glucose (bg) level of 270[?]mg/dl after a recent supply change. During troubleshooting, it was discovered that the user had inadvertently reconnected the infusion set to an old infusion set that had not been removed. A complete infusion set change was performed under agent guidance. The user remained above 180[?]mg/dl for approximately five hours and received high glucose alerts. Later the same day, the caregiver reported that the user's bg dropped to 40[?]mg/dl, requiring glucagon administration. It was noted that the user tends to start high post-supply change and then drops significantly. A hospital visit was planned due to continued downward bg trend following a manual insulin injection. Multiple follow-up attempts were made, but the caregiver could not be reached.